Manufacturer narrative:
The manufacturer field service technician replaced the power cord and returned the unit to service.

Event description:
It was reported that the neptune rover power cord is cut and there are exposed wires. There was no patient involvement and no adverse consequences associated with this event.